Manufacturer narrative:
(B)(4). Device has not been reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling an assertion handle onto a tfna nail, the coupling screw stopped while tightening and would not allow the assertion handle to be connected to the nail correctly. After troubleshooting it was determined that the locking mechanism built into the nail had migrated upward preventing the insertion handle from connecting to the nail correctly. The locking mechanism was advanced several times allowing the insertion handle to connect properly to the nail. The device interaction caused a three to five minute delay in surgery. The procedure was then completed successfully without further incident. The patient did not suffer any ill effects and remained in good status upon the completion of the procedure. This is report 1 of 1 for (B)(4).